Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, total delamination of valve and one linear opening. A leak test was performed which identified delamination and opening. A microscopic analysis was performed which identify: total delamination of valve and one opening crease smooth. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. One opening crease smooth assessed as fold flaw opening.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017 a review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. .

Event description:
Patient reported a right side deflation. Device has been explanted.